Event description:
It was reported that the patient's lead incision was not healing following a revision procedure. The patient was given antibiotics. The incision has now healed.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.